Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on unknown date, due to femoral loosening. The femoral stem was removed and replaced.

Manufacturer narrative:
Event date - unknown revision date. Explanted date - unknown revision date. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity".